Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to successfully have a device check performed by the merlin application. It was suspected that a bluetooth connectivity issue occurred. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that intervention was performed resulting in successful device interrogation via bluetooth.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were detected.